Manufacturer narrative:
Additional information: b5, b6, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had "antenna temperature limited exceeded" alert raised while everything were normal including water circulation, water pump and the temperature of normal saline. An x-ray was performed to check if patient was suitable for percutaneous application under imaging guide. CT imaging guide was one of the method for guiding antenna to target the tumor so it was part of the procedure. The procedure was aborted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the device had "antenna temperature limited exceeded" alert was raised while everything are normal including water circulation, water pump and the temperature of normal saline. The procedure was aborted.